Event description:
It was reported that a connection issue between the cgm and tandem pump occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced an unknown sensor issue which occurred 3 days after sensor insertion into the arm. On (B)(6) 2024, the patient reported having an unspecified issue with his dexcom app and his tandem insulin pump communicating. The patient had a limited memory of the event specifics. The patient¿s girlfriend used the follow app and was notified that the patient¿s continuous glucose monitor value was 40 mg/dl. The patient¿s girlfriend called him, but she did not get a response. Therefore, she called emergency medical service (ems) to check on the patient. Ems arrived and the patient was found unconscious. A blood glucose (bg) meter reading was taken, but the patient could not recall the specific value. Ems treated the patient with ¿sugar¿ but no specifics, such as route were provided. After treatment, the patient recovered. He was not taken to the emergency room. The patient was good at the time of the report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.